Manufacturer narrative:
Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with a history of deep vein thrombosis had a vena cava filter successfully deployed prior to an upcoming surgery. Approximately two months post filter placement, during scheduled retrieval of the filter, a venogram demonstrated a persistent filling defect within the filter consistent with a moderate thrombus. Because of this, the filter was not removed. The plan was to have the patient follow up in six weeks for a CT scan to see whether or not the clot resolved. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. Some time post filter deployment (date not provided), the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On the next day of post filter deployment, a preliminary spot image of upper abdomen was performed for obstruction and leak. The study showed that there was an inferior vena cava filter present at the level of the mid lumbar spine. After one month, through the right internal jugular vein approach, the bard g2 filter was attempted for removal. A 5-french sheath was placed, and a catheter was advanced to a level below the g2 filter. A contrast venogram was performed which demonstrated a persistent filling defect within the filter itself and was consistent with a moderate thrombus. Because of thrombus within the filter, the g2 filter was not removed. However, it was decided whether or not the filter should be removed depending on the computed tomography findings. After one year and five months, a computed tomography of abdomen was performed for vomiting and evaluation of infiltrate. The study showed that there was an inferior vena cava filter present at l2. Therefore, the investigation is inconclusive for the alleged retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. D4(expiry date: 05/2010). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. At some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two months post filter placement, a venogram demonstrated a persistent filling defect within the filter consistent with a moderate thrombus. Because of this, the filter was not removed. No attempt was made to retrieve the filter. Therefore, based on the provided medical records, the investigation is unconfirmed for the alleged retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. - do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Removal of g2 filter: capture of g2 filter. After the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. Continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. Some time post filter deployment (date not provided), the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.